Event description:
A report was received that the patient's ipg was replaced following a non device related procedure due to electrocautery damage. The patient is unable to turn the device on and charge. The patient is doing well following the revision. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual 9055940-001 rev. Ab).

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Manufacturer narrative:
Sc-1110 (sn (B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient's ipg was replaced following a non device related procedure due to electrocautery damage. The patient is unable to turn the device on and charge. The patient is doing well following the revision. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual 9055940-001 rev. Ab).